Manufacturer narrative:
Film evaluation summary: review of a pre-implant CT/3d film report ((B)(6) 2019 study) revealed that the patient had a 37 x 29mm maximum the reported endoleak was confirmed; however, the exact endoleak type/cause could not be determined from the returned film reports. Complete CT¿s were not available for review and a complete assessment of the patient¿s anatomy could not be performed. Images during implant were also not available, and the original position and orientation of the implanted device could not be determined. Although a type iiib fabric cannot be ruled out, this appeared most likely to have been a proximal type I endoleak. Treating the patient¿s pau with a limb instead of a bifurcate or cuff with suprarenal fixation, may have been a contributing factor. The current proximal neck seal zone length of ~10mm most likely has resulted in a marginal seal along the proximal ¿open-web¿ configuration of the limb. It is also possible that the limb may have migrated and/or the pau has increased in length due to disease progression. The observed increase in neck angulation indicates potential disease progression which may have also contributed to the endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was implanted in a patient for the endovascular treatment of a 37mm abdominal aortic aneurysm. It was reported that approximately 4 months 10 days post implant, a type ia endoleak was noted on the patient's cta. As per the physician, the cause of the event is due to disease progression. No additional clinical sequelae were reported and the patient is being monitored.